Event description:
It was reported that the customer found air bubbles in the reservoir. The customer had called to be assisted on checking if insulin was over delivered. It was stated that the customer felt well. The active insulin screen showed 5.6 units and a 6.0 bolus which customer confirmed was correct. Customer had a new insulin pump and was at the hospital to check the settings and start insulin pump therapy. Customer was assisted on eliminating the air bubbles. Blood glucose value was 10.3 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.